Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer also stated they had high blood glucose of 386mg/dl. Customer declined troubleshooting at this time.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer reported via phone call that she was hospitalized due to hyperglycemia, with a blood glucose reading of 611 mg/dl. The customer stated that she was getting no delivery alarms all day and she could not get her blood glucose levels to go down even with manual injections. The customer's blood glucose reading at the time of the call was 236 mg/dl. The customer stated that she treated her current blood glucose reading by bolusing and changing the infusion set.